Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump began rebooting that night with rebooting occurring several times in 3 hours. The patient stated that an audible beep and chirp was emitted from the pump and the verify screen appeared. The patient further stated that sometimes the pump would reboot and require the rewind, load and prime steps and at other times, the audible sounds would be heard, but the pump remained on home screen. The patient reported that the time and date is correct on reboot. The patient denied a loose or damaged battery cap, confirmed that the yellow "o"-ring on the battery cap is not visible, and there are no visible cracks in the pump housing. Customer support confirmed with the patient that the battery cap was replaced in the past seven to twelve months. There is no reported adverse event with this complaint. This complaint is being reported because the alleged power interruption remained unresolved.

Manufacturer narrative:
(B)(4): testing was able to verify the complaint of the pump repeatedly rebooting in the history but could not duplicate it. The black box verified evidence of power on resets. There are no alarms related to the complaint in the alarm history. No damage was found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. A battery cap functional test was performed; no battery cap connection defects were observed. The battery cap contact height and width were found to be in specification. The pump cover was removed to investigate and a component was found disconnected from the pc board and loose inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.